Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurologist that a vns patient had high lead impedance. The patient also alleged lack of efficacy which is likely due to vns therapy not being delivered. The treating neurologist referred the patient for a full revision. During the surgery consultation, the surgeon discovered that patient had developed a vocal cord dysfunction (vcd). The surgeon treated patient's vcd by radiesse injections to the vocal cord. Patient's vns device had been turned off and revision surgery is likely. It is unclear when vcd started and if it is related to high lead impedance. Patient had a history of voice alteration and loss of voice for 4 months after initial implantation. Good faith attempts to obtain more information regarding patient's high lead impedance and her vocal cord dysfunction have been unsuccessful to date.